Event description:
A surgeon reported an unexpected postoperative refraction following an intraocular (iol) lens implant procedure. The surgeon reported the pt can not see up close. The surgeon reported the pt is being treated for dry eyes and will continued to be monitored. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).